Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) extend I & extend ii, when testing patient samples containing anti-e on the echo. The antibody screen is resulting positive(2+), but the antibody ID panels are resulting negative.

Manufacturer narrative:
Review of the results files shows well scores of 0-2 for cells 7 thru 13 of extend I, resulting in negative reactions. Cell 7 is a heterozygous e cell; cells 8-13 are homozygous e cells. Cell 14(homozygous e cell) has a well score of 8 resulting in equivocal. Well images for cells 7-13 appear negative. Well image for cell 14 appears weakly positive. Customer did not send sample for further serological testing.